Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The motordrive unit 5 plus was installed into a gold standard system and tested for functionality per the mdu-5 plus basic functional test. The unit meets specifications of mdu-5 plus basic functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-08250 and 2134265-2016-08258. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, the motordrive unit 5 plus was unable to perform an automatic pullback. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-08250 and 2134265-2016-08258. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, the motordrive unit 5 plus was unable to perform an automatic pullback. No patient complications were reported.